Event description:
Info received indicates the pump leaked at the end piece where it connects to the clear section.

Manufacturer narrative:
The device has not yet been returned. A follow up report will be submitted when add'l info is available.